Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an open reduction internal fixation (orif) of the thumb, the yellow part of the two (2) stardrive screwdriver shafts self retaining were twisted and bent not allowing the surgeon to screw the screw all way in. They used back up device to screw it down. There was small surgical delay of unknown number of minutes swapping the screwdrivers out. Procedure outcome was unknown. Patient status was good. Concomitant device reported: unknown screw (part # unknown, lot # unknown, quantity # 1). This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A product investigation was conducted. Visual inspection: stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc (p/n 03.130.010 lot h346678) was received showing the distal stardrive tip stripped and slightly twisted in the direction of resistance from insertion. No other issues were identified with the returned components of the device. Investigation conclusion: the stripped and twisted condition of the driver tip is a potential end of life indicator of the screwdriver. After a visual inspection, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: part # 03.130.010. Synthes lot # h346678. Supplier lot # na. Release to warehouse date: (B)(6) 2017. Manufactured by synthes monument. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.